Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 3830 implantable pacing lead 2010 (B)(6).

Event description:
It was reported, the patient "feels pacing and feels flushed" during rate drop response pacing at 100 paces per minute. It was further reported that the ventricular lead is suspected of having fallen into the apical position which may be contributing to the patient's symptoms. The intervention rate was changed to 90 paces per minute to promote conduction and reduce symptoms by reducing amount of ventricular pacing. The lead remains in use and no additional intervention has been completed at this time. The patient is to be seen soon in the office. No further patient complications have been reported as a result of this event.